Event description:
It was reported that the customer was hospitalized due to low blood glucose of 2mg/dl. The caller stated that the drive support cap appears normal. Troubleshooting was performed and the programming was accurate. The reservoir was showing the same amount of insulin as shown on the status screen. The mother stated that the device was not exposed to an MRI. Advised the caller to speak with his doctor and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.